Manufacturer narrative:
Weight - requested, not provided. Ethnicity - requested, not provided. Explanted date: device was not explanted. The patient was reported to be slim. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a right iliac artery angioplasty, at the end of the procedure, a 6fr angio-seal evolution was inserted over a .035" procedure wire and confirmed in position. The wire and arteriotomy locator were removed and the angio-seal evolution inserted, clicked twice into position. The device pulled back however the tamping tube did not advance. The ir attempted to advance tamping tube with fingers without success. Forceps were used to advance the tamping tube successfully however the piece of the inner part of the sheath broke off (included). They pushed the button to release device, but did not work. Brisk bleeding was noted. The blood loss was less than 250cc's. Manual pressure was held for about 30-45 secs and the bleeding stopped. An ultrasound of the site post-hold, ir noted a filling defect at access site. The patient was transported to the recovery room. Doppler of distal pulses in the foot were checked and noted to be the same as pre-procedure. The patient was stable and moved to the floor for recovery. The procedure was successful. It is currently inconclusive if embolization of the vessel occurred post angio-seal deployment, the patient is being monitored. Additional information was received 21january2020:the anchor, collagen, and suture remained in the patient. All other components were removed. A 6fr boston scientific sheath was used for the procedure. There were no noted challenges with access. Additional information was received 22january2020: the patient is doing well and there is no indication to suggest that the components of the angio-seal occluded or embolized in the vessel.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h3 section and to provide the completed investigation results. One used 6fr angio-seal evolution was received for product analysis. The hemostasis sheath was mated returned with the evolution. The tamper tube and locator were returned as well. Visual inspection revealed that there the compaction tube could be seen completely exposed from the carrier tube assembly and returned separately. The locator was found bent. The hemostasis sheath was found to be properly mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The distal tip of carrier tube was observed deformed and stretched. Microscopic analysis revealed that the distal end of the suture appeared to be cut with a blade. The button was stiff upon receipt. Neither the collagen nor the anchor was returned. No other visual anomalies were noted. For further evaluation, the body of the evolution device was disassembled and the gearbox assembly visually inspected. The gearbox assembly was in a completely distal position, but the rack was not completely advanced to the distal position. The suture could be seen tethered to the spool, but there were no turns of suture remaining on the spool. The drive gear was turned counterclockwise, and the rack advanced proximally. No resistance was encountered as the rack moved. No anomalies were found with the gearbox assembly. As per the complaint description, forceps were used to advance tamping tube. Dried blood-like substance was noted on the tamper tube. No other visual anomalies were noted with the tamper tube. For dimensional testing, the outer diameter of the compaction tube was measured to be 0.055'' within the specifications of 0.055 +/-0.002. All measurements were within the manufacturer specifications. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the deformation could have been a result of maneuvering with forceps while trying to advance the tamper tube manually. However, the exact cause of the reported event cannot be determined based on the available information.